Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced a low blood glucose event on (B)(6) 2026. The patient managed the low blood glucose with carbohydrate intake. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress